Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk of trauma to the pulmonary artery during a cardiomems sensor implant.

Event description:
Following insertion of the caridomems device the patient developed hemoptysis. The patient was emergently intubated, and an angiogram did not reveal an active bleed from the pulmonary artery or an obvious pseudoaneurysm. The physician suspected a perforation form the use of the wire during placement of the sensor. A swan ganz was placed to occlude the artery in the event of a re-bleed and a radial arterial line was placed. Due to the patient¿s copious blood secretions it was initially difficult to ventilate the patient resulting in respiratory acidosis requiring medical intervention. Two units of prbc and a unit of platelets were administered, and the patients bleeding subsided. A chest CT the following day did not confirm a pulmonary artery pseudoaneurysm. The patient was discharged from the hospital on (B)(6) 2019 to a transitional care unit.